Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/12/2023. An investigation was conducted on 04/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Evidence of tissue was observed on the intact jaws. There were no visual defects observed on the heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with the reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. An engineer evaluation was conducted. The device passed the pre-cautery test. The device was cycled an additional ten times and worked normally. The clinical site may have been using long ¿on¿ cycle times and caused the polyfuse to trip out. See attached engineer evaluation. Based on the returned condition of the device as well as the evaluation results, and the engineer evaluation, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000284249 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The product initially worked fine without any problems during the first endoscopic vein harvesting, but during the procedure the surgeon needed more vein so the pas went back in to use the device for a second time and it was not burning the way it normally works. The procedure was completed as normal, we opened up another device. No procedural delay. No patient effects / harm.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.